Manufacturer narrative:
Manufacturer was not able to obtain this information. It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 800 mg/dl and 60 mg/dl within 10 minutes on the aviva system. The result of 800 mg/dl is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device results. No adverse event reported. Requested return of suspect device however system has been discarded; replacement was sent.